Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03455. It was reported the patient experienced ineffective therapy. Diagnostics indicated the patient's right lead migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the migrated lead was repositioned to address the issue. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.